Manufacturer narrative:
(B)(4). The device is in the possession of the hospital and is not expected to be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) presented to the emergency room with syncope and ventricular tachycardia (vt). The device was unable to be interrogated with a programmer. It was noted that the patient stated they were told three years ago that the device was near end of life (eol). The device was successfully explanted and replaced. No additional adverse patient effects were reported.